Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
Arjohuntleigh has received the customer complaint related to sara 3000 active floor lift. It was reported that the resident lost his body weight balance due to the allegation that this was as result of the device failure "the shin pad portion of the device broke away." At this moment, we do not have any information if the patient has sustained any injury.

Manufacturer narrative:
Arjohuntleigh received a complaint where it was indicated that the resident lost his body weight balance during use of the sara 3000 active floor lift. Unfortunately the outcome of the fall is unknown for us. Despite our attempts made to clarify the exact scenario of the alleged event, it was only confirmed, that the faulty knee support may contribute to the reported fall. It should be emphasized, that the knee support is part of the device which helps the patient to keep his balance when being lifted to a standing position by supporting the user's lower legs. When reviewing similar reportable events registered for sara 3000 and similar active lift: excelsior, in the last 5 years, we have found any complaint directly related to investigated issue: loss of body weight balance due to the knee support failure. The complaint might be considered as an isolated occurrence. Please be aware that sara 3000 is an active floor lift, intended to be used for raising to a standing position and short transfer of residents. This device is designed to approach the resident from the front with the lift. The lift should be carefully pushed toward the resident to enable full lower leg contact with the knee support and position patient's feet on the foot support plate. The lifting procedures could be initiated only when the resident's feet remain in full contact with the foot support. The instruction for use (IFU kkx81010m-en rev. 12) which is delivered with each device informs the user step by step how the lifting procedure shall be performed. The device is dedicated only for the users who are intended to have an active participation in the transfer process - from raising the patient to the standing position to the transfer with the lift. In other words, the intended user group as indicated in the device labelling, is to be mentally and physically capable of at least partial standing capability and stability. The device IFU clearly states: "warning: before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person." Furthermore, the transfer shall always be performed under supervision of trained personnel "sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident, and in accordance with the instructions outlined in these operating and product care instructions." The caregiver is also obligated before every use to "visually check exposed surfaces for damage, sharp edges, etc." If any problem occur before the use, the device should be excluded from use according to IFU. Despite our best effort, the customer facility appeared to be taking a more restrictive approach, not responding on our e-mails. In respect to this information, this may be a sign that we may end up with some questions unanswered. We cannot confirm if the transfer was performed according to instructions included in the IFU and if the resident was correctly assess as suitable for this kind of lift. When the person would not be correctly evaluated (the person let all muscle functions go in legs and arms) / actively wiggle out of the sling), we can assume that when additionally the IFU is not followed on several points (multiple use errors) it appears more likely that a hazardous situation occurs resulting even in the resident balance lost as it was reported in this particular complaint. We cannot establish the root cause of the incident with a high degree of certainty. In summary, the device was being used at the time of the event and played a role in the reported incident. According to information documented in the complaint file, the part of knee support was indicated to be broken off and from that perspective we may assume that at the incident occurred the device was not in accordance to the product specification. We find this complaint to be reportable to the competent authorities in abundance of caution, due to information that the resident lost his body weight balance.

Event description:
Arjohuntleigh received a complaint where it was indicated that the resident lost his body weight balance during use of the sara 3000 active floor lift. Unfortunately the outcome of the fall is unknown for us. Despite our attempts made to clarify the exact scenario of the alleged event, it was only confirmed, that the faulty knee support may contribute to the reported fall. It should be emphasized, that the knee support is part of the device which helps the patient to keep his balance when being lifted to a standing position by supporting the user's lower legs.